Event description:
The user facility reported that an expired angio-seal was used in a patient. The procedure being performed was a diagnostic cath turned into percutaneous coronary intervention (pci). No performance issues were reported. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09apr2025: the patient was stable following the procedure, the groin was good no swelling or redness upon discharge.

Manufacturer narrative:
A4: weight: 71.9 kg. D6b: explanted date: device was not explanted. E3: occupation: mgr. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint could not be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).